Event description:
It was reported that the fastfix 360 could not be deployed. No patient injuries were reported.

Manufacturer narrative:
One fast-fix 360 curved needle delivery system was returned for evaluation. Visual assessment of the device showed no suture or ts remain on the delivery needle or were returned. The actuator is in its post t2 deployment position indicating a complete deployment. Device was functionally tested for proper actuator advancement and cycling, device functioned as intended. Reported complaint non-deployment cannot be confirmed. This investigation could not identify any evidence of product contribution to the reported complaint.

Event description:
It was reported that t2 did not deploy. A backup device was available to complete the procedure with no delay or patient injuries.